Event description:
Reportable based on device analysis completed on 05-nov-2018. It was reported that crossing difficulty was encountered. The 98% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 1.50mm x 20mm maverick balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another maverick balloon catheter. No patient complications were reported and the patient was stable. However, returned device analysis revealed a separated shaft. Returned product consisted of a maverick 2 balloon catheter in two pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube was completely separated 87.5cm from the hub. The hypotube fracture surfaces were ovaled and torn, which suggests the device was kinked prior to separation. There are numerous hypotube and shaft kinks. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported difficulty.